Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2021 component code: (B)(4) - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. MFR retained sample analysis: investigation summary actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [seal strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. The device history records reviewed, and no issue found. The manufacturing date is [2021/03/03] and expiration date is [2026/02/28].

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "It was reported that "the package had been broken, which may increase the risk of infection"". Was the integrity of the primary package intact or was sterility compromised? Was there any deficiency noted with the silk woven nonabsorbent suture prior or during the surgery? Did the suture break during the procedure? Please clarify. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendix surgery on (B)(6) 2021 and suture was used. It was found that the package had been broken and another like device was used to complete the surgery. There are no patient consequence were reported. Additional information was requested.